Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was returned without its plunger/needle assembly, its anterior and posterior cuffs, the link, entire suture and posterior needle tip limiting the scope of the investigation. Blow through marks were present on the posterior foot indicating proper posterior cuff ejection from the foot. No damage to the device was detected. Testing was conducted using a proxy plunger to test for proper needle trajectory. The test was successful with both needles entering their respective foot pocket. Additionally, during device manufacture each device is checked twice for proper needle trajectory. The reported lack of retrieved suture is similar to a needle cuff miss. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall; however, none of the possible causes could be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the investigation findings,there does not appear to be any indication of a lot specific product quality deficiency and the root cause for the complaint is undetermined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present on the needle. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.